Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu _unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported in 2010, the health care professional (hcp) tried to implant again but they "couldn't get a signal" so the patient didn't get the deep brain stimulator (dbs). They were told by their doctor if they couldn't get a signal then the dbs was not an option for the patient. They had never responded to medication for her shaking. The patient was implanted for parkinson's dual. *